Event description:
New information notes that the patient presented in-clinic on (B)(6) 2023 where programming changes were made to address the patient's pstwos issue on their icm. The patient was stable throughout.

Event description:
It was reported that an asymptomatic patient presented with episodes of post-sensed t-wave oversensing (pstwos) on their insertable cardiac monitor (icm). Programming changes were suggested, but no intervention was reported. The patient was stable throughout.